Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ error during supply change and fill tubing, consistent with an occlusion-related malfunction, which prevented continued pump therapy and led the user to transition to multiple daily injections until a replacement arrived. Symptoms included hyperglycemia with a reported peak blood glucose of 209 mg/dl and no associated acute complications. Outcomes included temporary interruption of automated insulin delivery without medical intervention or assistance and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.